Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that after implant the patient developed a pulmonary embolism and imaging identified that a thrombus had formed on the right ventricular (rv) lead. The lead remained in use post-embolism and was later replaced when the system was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.